Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure as balloon angioplasty was performed, requiring hospitalization. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, a 3.0x38mm xience xpedition stent was implanted in the 95% stenosed, proximal left anterior descending (lad) lesion. Additional lesions were noted including 80% stenosis in left circumflex (cx), and 85% stenosis in the right coronary artery (rca). There was no reported treatment in these areas. The patient recovered well and was discharged on (B)(6) 2015. During a 2-year follow-up, it was discovered that on (B)(6) 2016, the patient was hospitalized for intermittent and worsening asthma/dyspnea unassociated with chest pain. The patient was diagnosed with unstable angina. Angiography was performed showing triple vessel disease. The lad xience xpedition stent had restenosed and was treated with balloon angioplasty. The lesions in the cx and rca remained unchanged. The patient recovered and was discharged from the hospital on (B)(6) 2016. There was no additional information provided.